Event description:
Medtronic received information that this edwards perimount 2800 valve required replacement due to valve stenosis. A replacement procedure was performed utilizing a transcatheter aortic valve implantation (tavi) inside the surgical valve. No adverse patient effects were reported during the procedure. The product remains implanted and will not be returned. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).